Event description:
Plaintiff alleges that she developed severe illnesses and injuries to the skin, including but not limited to skin discoloration, soreness, rashes, respiratory and/or other related diseases, disorders and reactions caused by extended exposure to latex gloves made by co, as well as, may other glove mfgs.